Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p1h0977s); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p1h0977s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pancreaticoduodenectomy open procedure, dissection of the gastric antrum, the stapler was not able to fire, the surgeon was unable to squeeze the two handle. To resolve the issue, it was replace with another manufacturer's product (reload and handle). There was no patient injury.